Event description:
Reporting status: serious injury/requiring medical intervention. Reporting rationale: occlusion of the vessel/requiring treatment with medication/medical intervention. Device issue: none. It was reported that there was blood flow after the first stent (vision 2.75x18mm) was deployed in proximal lad. An injection of coronary nitriglycirin was given to the patient, however, it was ineffective. A dilatation was done, followed by advancing a second stent (vision 2.75x23mm) to mid lad. However, the second vision stent would not go through the first vision stent. A check was made and revealed that the stent strut of the second device was deformed. Therefore, a third stent (vision 2.75x23mm) was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Occlusion, as noted in the instructions for use and product risk assessment, is a known adverse event associated with coronary stenting. This known adverse event/patient effect is not neccessarily an indication of a product quality issue. In this case, the reported problem appears to be related to a known adverse event of coronary stenting and not a product quality problem.